Manufacturer narrative:
(B)(4). This product has been returned for analysis. This report will be updated upon its completion.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood was noted in the helix housing and neck region. After initial sonic cleaning to remove the dried body fluid, the helix mechanism would not extend in the recommended number of turns. The lead tip housing was removed and the lead was again placed in the sonic cleaner. Afterward, the tip was replaced and the helix was able to extend and retract but deployment/retraction was noted to be slow and intermittently sticky. Based upon the clinical observations and the laboratory findings, we believe that body fluid inside the helix housing in conjunction with lead design characteristics and procedural/implant factors caused the irregularity in helix function. The reported observation of dislodgement could not be confirmed by laboratory analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged a short time after implant as discovered during interrogation at follow-up. Repositioning was attempted but not possible as the helix could no longer be retracted and extended. Though satisfactory measurements were obtained, it was noted that it took several attempts at implant to find an acceptable atrial position. Upon revision, the lead was explanted and replaced. No additional adverse patient effects were reported.